Manufacturer narrative:
An event of the paravalvular leak and aortic valve regurgitation after implant was reported. Information from the field indicated that a balloon aortic valvuloplasty was performed, the calcification score was over 2000, and the implant depth from the non-coronary cusp was 0mm. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the available information, the root cause of the paravalvular leak appears to be due to unspecified interference with valve expansion. The root cause of the aortic regurgitation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2023, a 29mm navitor valve was selected for an implant in a patient with the following measurement of the native valve: valsalva diameter: 32mm, valsalva sinus height: 21mm, circumference of valve ring diameter: 81.6mm. A pre-dilatation performed with a balloon aortic valvuloplasty (device unknown). The calcification score was over 2000. Moderate perivalvular leak (pvl) was observed on echocardiography after the valve placement. A small amount of trans-aortic valve regurgitation (ar) was also generated together with pvl, and was evaluated as moderate ar. Since the evaluation was made immediately after placement, an echocardiogram evaluation will be required at a later date. Considering that the patient had moderate-sever ar, that the final placement depth was ncc 0 mm, and that the left ventricular outflow tract (lvot) was calcified, the procedure was completed without performing post balloon aortic valvuloplasty (bav). The leak was acceptable by the physician. The patient is stable.